Event description:
It was reported that 2 autopulse batteries failed. Batteries were manufactured on 02/2011 and 03/2011. Both batteries had been cycled and capacity tested the previous month and found to have lower than expected outputs. Both batteries failed on the charger and had flashing red lights. No adverse event reported.

Manufacturer narrative:
The battery identified with s/n (B)(4) had been properly maintained; a probable cause for its low power output cannot be determined. No adverse event reported.